Manufacturer narrative:
Updated data: b5. H6. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, serial/lot: (B)(6), use by date: 2027-01-31, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the exact occurrence of the lbbb was unknown; however, it was believed to had occurred at the point of no recapture (ponr). It was further reported that it was possible that the lbbb occurred when the left ventricular wire was passed through the patient's anatomy.

Event description:
Additional information was received that a permanent pacemaker was not implanted.

Manufacturer narrative:
Updated data: b5. D4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve, in a patient with a pre-existing right bundle branch block (rbbb), a left bundle branch block (lbbb) occurred during valve deployment and at the point of no return (ponr), resulting in complete heart block (chb). Subsequently, temporary pacing was implemented.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012650703); product type: 0195-heart valves; implant date: na; explant date: na product ID l-evolutfx-2329 (lot: 0012685676); product type: 0195-heart valves; implant date: na ; explant date: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.